Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analysed the system remotely and found that the system interface board (sib) was malfunctioned. Subsequently, a philips field service engineer (fse) went onsite and replaced sib box and downloaded the sib board software. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert indicating shutters were unavailable, preventing imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.